Event description:
It was reported that the insulin pump alarmed no delivery during a basal. The blood glucose reading was 130 mg/dl. The customer stated that he changed the reservoir, infusion set, and battery in the insulin pump. The issue was resolved by a complete infusion set change. The customer declined returning the reservoir nor infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.